Event description:
Consumer complaint of low blood glucose results. Back to back blood test results were 66 and 69 mg/dl. Laboratory result was 106mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).